Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens -12.00/3.00/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was reported as having elevated iop without pupil block and angle closure and glare/haloes. Cause of the event was unknown.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2024. In a separate surgery that same day the lens was replaced with a similar lens. Problem resolved. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).